Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used the venaseal closure system to treat patient. Hand compression and local anesthesia were used. IFU was followed. A guidewire was used for insertion of the catheter. The procedure was successful and the vein did close. It was reported that the patient experienced a hypersensitivity reaction and the physician treated with benadryl and a medrol pack with no success. Physician is re ferring the patient to an allergist for her hypersensitivity reaction. The patient is having hives/hypersensitivity reaction systemically to the venaseal. No further injury reported.

Manufacturer narrative:
Additional information: patient underwent three separate procedures to treat the right small saphenous vein (ssv), then the right great saphenous vein (gsv), and the left ssv. Onset of systemic scattered rash and itching on date of final procedure. Physician started medrol dose pack 4mg one day later with no improvement so increased steroid dose with 8mg for 2 days with no improvement. Patient was referred to allergist 5 days later who dc¿d steroid and started triple antihistamine regimen with benadryl, zyrtec and pepcid. Rapid improvement noted in two days. Nearly resolved 2 days later when patient was seen in office. The allergist told the patient to stay on the regimen for 10 days after symptoms are resolved. There were no difficulties during any of the three venaseal procedures, all routine. No deviations or challenges related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.